Manufacturer narrative:
Findings: the customer reported via phone call that the insulin pump had a reservoir leak. Customer's blood glucose at time of incident was unknown. Customer stated the leak occurred while filling reservoir. The customer was advised that we are replacing 4 reservoirs. The customer was unable to troubleshoot further because he is not having the issue now. The customer was advised to call helpline at the time of the issue in order to troubleshoot.

Event description:
The customer reported via phone call that the insulin pump had a reservoir leak. Customer's blood glucose at time of incident was unknown. Customer stated the leak occurred while filling reservoir. The customer was advised that we are replacing 4 reservoirs. The customer was unable to troubleshoot further because he is not having the issue now. The customer was advised to call helpline at the time of the issue in order to troubleshoot.